Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer's mother reported that the ring around the reservoir compartment had fallen off. The customer was advised to discontinue use of the device. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump received with missing retainer. Unable to perform displacement test due to missing retainer. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling off end cap address label.